Event description:
It was reported that on going intermittent occlusion alarms occurred. There was no reported adverse affect to the customers blood glucose levels. Troubleshooting was performed, however, a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.